Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the physician bent the helix of the pacing lead while attempting implant. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.